Event description:
It was reported that the user requested assistance with a supply change and noted having experienced hypoglycemia earlier followed by hyperglycemia. The user's blood glucose decreased to a low of 39 mg/dl, which they overtreated with multiple oral glucose tablets and yogurt, and subsequently experienced elevated readings to 287 mg/dl later trending down. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.